Event description:
A customer in (B)(6) notified biomérieux of a misidentification result when testing with the vitek® ms instrument (reference# 410895, serial# (B)(4)). The customer reported testing six blood culture isolates with the vitek ms. For one isolate, the vitek ms obtained an identification of enterococcus faecalis. The isolate was also tested using vitek ® 2, which identified the isolate as streptococcus gallolyticus. Additionally, the five other isolates tested using the vitek ms obtained a result of streptococcus gallolyticus . There is no indication or report from the laboratory that the discrepant result led to any adverse event related to the patient's state of health. Biomérieux will initiate in internal investigation.

Manufacturer narrative:
This report was initially submitted following notification from a customer in belgium regarding a misidentification result when testing with the vitek® ms instrument (reference# 410895, serial# (B)(4) ). The vitek ms obtained an identification of enterococcus faecalis. The isolate was also tested using vitek® 2, which identified the isolate as streptococcus gallolyticus. Biomérieux investigation was conducted. Evaluation of the test data submitted by the customer showed that the vitek ms system was not in appropriate operating condition during the customer's testing. In addition, the data showed the calibrator and sample "all peaks" values are heterogeneous. This could be explained by a non-optimal spot preparation (culture, spot, different operator). Based on the information provided and data analysis, the most probable identification is streptococcus gallolyticus. The most probable root causes of the misidentification observed by the customer are: - non optimal spot preparation - lack of system monitoring. Without the patient strain submittal, no further investigation is possible.